Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, it was determined that the server had an issue where the customer accidentally set the machine to out of service. A technical support specialist (tss) guided the customer to set the station back to in service from the server by navigating to selecting device in patient enterprise server (pes), checking the in-service option, and saving the changes. The tss then dialed into the station while the customer was on the call, verified functionality, and confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the station was inadvertently set to out of service mode, preventing user login and displaying the message "only support user can login." The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.